Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 18th january 2010 and performed to specification up to 2nd august 2015. During this time information from the history log shows an increase in voltage which suggests a further pad-pak was installed. On the 7th august 2015 the device records 4 manual power ups, one of ten minute duration. This may indicate the user was regularly power cycling the device or the beginnings of a membrane failure. Investigation found the reported fault can be attributed to membrane failure. The random nature of events and the 10 minute time outs, would suggest a failing membrane. The fault was witnessed during the investigation and it could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.